Manufacturer narrative:
H4: manufacture date is not available based on the reported serial number investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had bubbled/unattached dso seal occurred during testing. There was no patient involvement.